Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mold infections. Issue description: a customer in france reported to biomérieux a potential misidentification of e. Coli as burkholderia gladioli with the product vitek ms instrument (ref. 410895, serial number not reported). It was reported that a customer obtained an incorrect identification while testing a sample of bronchial aspiration in reanimation and the results were as follows: - test 1 on mucus colony obtained with blood agar: vitek ms ID result = burkholderia gladioli (99%) - test 2 (next day): control on a subculture because pink colonies on cps and the result of atb did not correspond to bulkolderia : vitek ms ID result = e. Coli it was reported that the result of bulkolderia gladioli had been communicated to the clinician; however, there was no impact to the patient treatment. Biomérieux global customer service requested additional information from the customer to further investigate the case. At the time of the assessment, there is no indication or report from the customer that this event led to any adverse event related to the user/patient's state of health. An investigation has been initiated.

Manufacturer narrative:
Context: a customer in france reported to biomérieux a potential misidentification of e. Coli as burkholderia gladioli with the product vitek® ms instrument (ref. 410895, serial number not reported). Investigation: batch history record and trend analysis: there is no CAPA, no non-conformity on vitek ms linked with customer 's complaint. A complaint history review was completed for this issue with no implication of a trend. Investigation results: fine tuning: according to the vilink alert tool criteria, no fine tuning was needed during the tests performed on the (B)(6) 2022. A fine tuning has been performed and it was in conformance with specification. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. The process needs to be verified with the customer. As this customer is using vitek pickme, it is necessary to check if the quantity of deposit is sufficient and to propose the qualification protocol of vitek pickme. Kb review: the expected identification is escherichia coli which is present in the vitek ms kb v3.2. Sample data analysis: the sample « all peaks » values are quite heterogeneous, it varies between 35 and 50. It could be due to the fact that the colonies were mucous; with this kind of colonies, it is more difficult to prepare spots (i.e. Too much material could be deposited on spots). The potential misidentification as burkholderia gladioli was obtained from a spectra having a low number of peaks which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (minimum of 30 for bacteria). In addition, according to data provided, the discrepant identification result was obtained from spectra having a low identification score (-0,28) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). Conclusion: the root cause analysis concluded to non-optimal spot preparation. According to data above, there is no reconsideration of vitek ms instrument (ref. 410895) performance.